Event description:
The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. Replacement pump was sent to customer to resolve the issue.